Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when infection & non-union began. 510k: this report is for an unknown plates: tibia /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was report that the patient had original surgery in (B)(6) 2017 for treatment of a right tibia fracture due to a (mva) motor vehicle accident. Patient also obtained brain damage during the mva. Patient was implanted with one (1) unknown synthes plate and unknown quantity and type of synthes screws. On an unknown date post-operative, patient presented with a non-union and infection. Also, patient complained of tenderness and pain at the bottom of his right foot. On (B)(6) 2018 , surgeon removed all implants. No other fixation devices were implanted. During the revision surgery a culture and biopsy was performed. Family was not notified of the results from either test or the current condition of the patient¿s bone health. All implants have been retained by the hospital. Due to the patient¿s brain damage, patient is currently living at a nursing physically. This report is for two (2) devices. This report is 1 of 2 for (B)(4).